Manufacturer narrative:
By checking the sterilization charts of the involved products (lot#1915717 and 1317112) no pre-existing anomaly was found, thus we can state that these components had been regularly sterilized before being placed on the market. We will submit a final MDR once the investigation will be completed.

Event description:
Revision surgery due to infection performed in (B)(6) 2020. The smr glenosphere ø 40mm (product code 1374.09.121, lot# 1915717 - ster.(B)(4)) and the smr metal-back glenoid std (product code 1375.21.010, lot# 1317112 - ster. (B)(4)) were explanted. A cemented spacer was inserted. Previous surgery took place on (B)(6) 2020. Event happened in the us.

Event description:
Revision surgery due to infection performed on (B)(6) 2020. The smr glenosphere ø 40mm (product code 1374.09.121, lot number 1915717 - sterilization number (B)(4)) and the smr metal-back glenoid std (product code 1375.21.010, lot number 1317112 - sterilization number (B)(4)) were explanted. A cemented spacer was inserted. During the revision surgery, there were some difficulties to disengage the connector from the metal back baseplate. Three glenosphere extractors were trialed and got broken in a similar way. This event was registered as internal complaint (B)(4) and reported with MFR 3008021110-2020-00057. Previous surgery took place on (B)(6) 2020. The patient is a male, 66 years old, with no prior case of infection, according to the information provided. Event happened in united states.

Manufacturer narrative:
Investigation by checking the sterilization charts of the involved products (lot numbers 1915717 and 1317112) no pre-existing anomaly was found, thus we can state that these components had been regularly sterilized before being placed on the market. According to our records, all the 37 items belonging to the lot number 1915717 have been implanted, as well as the 40 items belonging to the lot number 1317112, and this is the first and only complaint received on these lot numbers. Explant analysis according to the information received by the complaint source, the patient damaged soft tissues in the shoulder causing dislocation of the humeral head so the surgeon decided to go to a reverse. Any prior case of infection for the patient is unknown. We didn't receive any information about the germ that caused the infection. The inability to break the taper between the baseplate and connector, causing the extractors to break and increase the case time was the only complaint that was made. Only the explants were available to be returned to hq for further analysis. Unfortunately, after the decontamination, no more investigations could be performed about the cause of the infection. Anyway, we can state that the internal procedures for the sterilization have been followed correctly, based on the sterilization charts. Therefore, since no anomalies were found out by checking the manufacturing and sterilization charts, we can suppose that the event could not be due to inherent problems of the products. Pms data according to limacorporate pms data, the revision rate of the smr metal-back glenoid std belonging to the family codes 1375.20.xxx and 1375.21.xxx due to infection is around 0,03%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR.